Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection. In episode 1057, pr logic appears to be inappropriately withholding therapy. Episode terminated spontaneously. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was inappropriately withholding therapy. One episode appeared to show a seventeen beat ventricular tachycardia (vt) that should have been treated according to the parameters. It was noted that the device had a supra ventricular tachycardia (svt) detection where the rhythm was discriminated as a svt- atrial fibrillation (af). The device remains in use. No patient complications have been reported as a result of this event.